Manufacturer narrative:
The pdm was returned for investigation and no problem was found that would have caused or contributed to the device "not reading correctly." The blood glucose meter was thoroughly evaluated - all readings tested fell within specific tolerance limits. The blood glucose meter was found to have performed as intended and was fully capable of providing accurate readings. All other testing performed on the pdm confirmed that the device was functioning as designed. Based on investigation results, there is no indication of any pdm failure that would have contributed to erroneous blood glucose readings. No problems were found. No internal corrective active has been initiated as a result of this report as no pdm failure mode was found. The device performed as designed without issue.

Event description:
The customer reported that the pdm "was not reading correctly." She experienced a blood glucose level of 20mg/dl and had a seizure; she "woke up with the ems standing over her and had to be hospitalized." While in the hospital, a blood glucose reading was taken with the pdm, which read 95mg/dl; the "lab test", however, measured her blood glucose level to be 38mg/dl. The customer indicated that she has a back-up meter with which to test blood glucose levels. The pdm will be returned for evaluation.